Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. During a lap chole procedure dr. (B)(6) was putting the cautery hook in the trocar and met resistance. When pulling the instrument out the hook tip broke off and fell into the patients abdominal cavity. Surgeon was able to retrieve the broken pieces from the patient. Gk384r / ceramic electrode tip l-hk f/gk372r. Gk372r / handle f/monopolar electrodes 5mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the broken off tip. Additionally we made a visual inspection of the fracture surface. Furthermore we made a visual inspection of the ceramic electrode tip gk384r. Here we found a deviation between the manufacturing date 08/2016 on the ceramic electrode tip gk384r and the manufacturing date 29.08.2017 form lot number 52362312. Additionally we made a visual inspection of the fracture surface. Furthermore we made a visual inspection of the shaft gk370p. Here we found scratches, grooves and visible damage. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. No pores or foreign bodies could be found on the point of rupture. We assume a forced fracture as the causal factor. There is the possibility for pre-damage or similar due to previous surgeries. We assume that the forced fracture was caused due to an overload situation and these will result in breakage. Additionally according to the complaint description: "...was putting the cautery hook in the trocar and met resistance." Furthermore due to the visible damage, scratches and grooves in the outer tube, there is the possibility that the outer tube could be melted due to disruptive discharges. Additionally, the outer tube shows heavy signs of wear. Due to the deviation between the manufacturing date there is the possibility that the damaged ceramic electrode tip gk384r was put back into the package of the new ceramic electrode tip. No CAPA is necessary.